Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device was used during an ovarian cysts procedure, the balloon broke off while in use. There were no adverse patient consequences.